Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number and expiration date are currently unknown.

Event description:
Dr xxxxx, shoulder surgeon, informed us that during a rotator cuff repair 2 anchors broke during the implantation in the awled bone whole. Two other anchors had to be used to complete the procedure.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Visual inspection of the device revealed the anchor was broken in half. The anchor tip was found curled toward the proximal end, suggesting an excessive force was applied to the anchor tip. The root cause can be attributed to device misuse. No lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy mitek has been informed that the lot number and expiration date are not available.